Manufacturer narrative:
B3: event date is month and year valid section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated a week ago, they went to charge the implanted neurostimulator (ins), but the controller light was yellow and said to call medtronic. Pt said they tried again and the screen did the same thing; mentioned something about orange and black slashes on the screen - agent wasn't sure what they meant and screen was no longer displaying. Agent asked, pt denied any codes or additional information displayed on the screen. Pt said the screen had gone black and would not turn back on. During the call, agent walked pt through resetting the controller by plugging into ac power without li battery pack; pt confirmed screen came on and the green light was flashing after battery was reinserted. Pt unlocked controller and reported no device found, then plugged in recharger and confirmed quickly moved on to charging with excellent quality; controller was 90% and ins was red/low. Agent advised pt monitor the issue and let charge up. The troubleshooting steps that were taken on the call resolved the issue. Pt asked if there was a faster way to get through with call as they were on hold for 22 minutes. Pt mentioned it was a pain in the butt to charge the ins because the ins was located on their back. Pt called back on phone 2 stating they were pissed and used explicit language. Pt said this was the second time this happen, when attempting to recharge the ins it would show it was good to go then it would show and orange line telling them to call medtronic but pt did not know the message. Pt noted they had a hard time recharging the back. Pt mentioned they did get a new controller before. Pt did not meet a person from medtronic ever to show them how to use the equipment. When trying to charge the ins it would be on looking for device but not going anywhere. During call the pt verified no damage to the rtm or to the controller. The pt reset the controller and attempted to recharge the ins, the pt got software problem 1.intellis 2.3.0 3.1540 4.appmanager.c. An email was sent to repair to replace the controller.

Manufacturer narrative:
H3: product ID 97745 lot# serial# (B)(6) was returned for product analysis. Analysis found the lcd and were broken/damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was received.